Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the left cylinder ruptured. The device was removed and replaced with an app. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The patient had a good outcome without adverse effects.